Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon received a recall notice for this pt's hip replacements. The pt experiences pain whenever she leans forward and stands up but then the pain goes away."